Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) showed post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed. There were no patient consequences.